Event description:
Initial surgery in 2006 went smoothly. One 10mm x 23mm peek spacer was used. On 5/26/06, surgeon removed original cage and inserted one 14mm x 23mm peek spacer. Nine days later, x-ray images showed that the last peek medium straight vbr had migrated posteriorly, into or near the canal. The surgeon tamped the implant back into proper position in a f/u surgery.

Manufacturer narrative:
This is a known potential complication of surgery of this type. There is no evidence that the product malfunctioned and caused this complication. Design verification testing demonstrated that this design meets the requirements of astm 2077. No lot of this material has failed incoming acceptance inspection at lanx.